Manufacturer narrative:
The controller was received by the manufacturer for evaluation. The pump remains implanted and will not be returned. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): the pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to a clinical change in the patient status such as poor vad filling due to right ventricular failure, hypovolemia, tamponade, arrhythmias, high blood pressure, inflow cannula obstruction, outflow graft kink. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. The device listed in this report is used for treatment, not diagnosis. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Controller received on (B)(4) 2015.

Event description:
It was reported by the ventricular assist device (vad) coordinator that the patient was having multiple alarms. The "power kept switching back and forth from the battery to wall power". When the hospital staff "looked at the monitor they saw no alarms except the low flow" alarms. The facility performed a controller exchange and "have had no further issues since." The patient was provided with a new back-up controller. There was no reported patient injury as a result of this event. Preliminary analysis of the log files did not confirm the complaint of power switching, however they did show incidents of low flow. The controller was received by the manufacturer for evaluation. The patient has since been discharged to home.

Manufacturer narrative:
The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed occurrences of premature power switching events prior to batteries reaching the 25% rsoc threshold. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The device was related to the reported event; however this event could not be duplicated at the bench level. The most likely root cause of the failure is a communication error between the controller and the batteries, which likely contributed to the event. The manufacturer has opened an internal investigation to evaluate these types of issues. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.